Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected brand new battery and they received failed battery often. Customer's blood glucose value was unknown at the time of the incident. The customer also state that there was small scratches on the screen and makes and a louder sound during rewind and priming once or twice and they also received random no delivery alarm. Insulin pump will not be returned device for analysis.